Event description:
It was reported that the user experienced frequent low glucose episodes while using the ilet pump, including an instance of glucose at 65 mg/dl for about 15 minutes followed by a rise to 187 mg/dl, with nocturnal awakenings to treat lows and associated concerns of weight gain; the user reported treating with oral glucose and noted ¿roller coaster¿ glycemic patterns, and had previously performed a factory reset that provided only temporary improvement. Symptoms included hypoglycemia. Outcomes included the need for treatment with oral glucose and disruption of sleep. Investigation included review of user-reported use patterns and device behavior, with the user planning to consult clinicians for further management. Investigation of this case revealed a cause that remained unclear, with no confirmed device malfunction identified and potential contribution from meal declaration patterns. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.